Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022 at 11:12pm. The area bled after insertion and the patient passed out due to the sight of blood. The patient's parent called emergency medical servies (ems) and the patient was transported to the hospital via ambulance. He regained consciousness at the hospital. Diagnostic testing (chest and head xrays, and electrocardiogram (EKG)) results were normal. The patient received IV fluid and rested overnight. No other medications were administered. At 4:00 am the next morning the patient was discharged in stable condition and felt better. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).